Manufacturer narrative:
Date sent: 10/19/2004. Eval summary: the analysis results were found that the device was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a hepatectomy procedure, the device displayed an error code 5: there was no pt consequences. Unk how the case was completed.